Manufacturer narrative:
The evaluation was completed. Two pale yellow irrigation sleeves were returned in a plastic bag, but the original packaging was not returned. The part number and lot number cannot be verified or determined. The plastic bag has two different complaint numbers written on it. As the samples were all received in the same bag, it cannot be determined which sleeve belongs to which complaint. Therefore all samples returned will be evaluated together and the evaluation results will be placed in both complaint files. Visual inspection of the sleeves found them dirty with particulates and dried solutions all over. The sleeves look used. Microscopic examination of the sleeves found a rim of flange visible at the back of the hub (thread end). There are white colored particles all over the outside and the inside of the sleeves. In addition, a white colored particle was found loose in the plastic bag. The particle is approximately 361.09 microns by 426.92 microns in size. The customer discarded the reported particles, white particle found in bag of used, dirty sleeves. The sleeves and the particle were sent to an external laboratory for analysis. The laboratory analysis indicated the material was primarily carbon with lesser concentrations of mineral deposits and saline residue. The dirty condition in which the samples were received prevented a determination of a root cause as the source of particles are unknown. The product evaluation did not confirm the failure mode. Due to the dirty condition in which the product was returned, the root cause of the reported complaint cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.

Manufacturer narrative:
The lot number of the device was not recorded by the user facility, therefore the device history record can not be reviewed. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during a surgery, a white foreign material went into the eye from the tip of a phaco handpiece. The foreign material was successfully removed. No patient impact was reported.